Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chen, c. Et al (2019), clinical and radiographic outcomes of modified unilateral open-door laminoplasty with posterior muscle-ligament complex preservation for cervical spondylotic myelopathy, spine, vol. 44 (24), pages 1697-1704 (china). The aim of this retrospective comparative study is to analyzed and compared the data of csm patients treated with modified unilateral open-door lp and those treated with conventional lp, especially with respect to the incidence of as. Between june 2014 to july 2016, a total of 36 patients (22 male and 14 female) with a mean age of 62.3 years (43-77 years) were treated by modified unilateral open-door lp. Surgery was performed using arch fixation system (depuy synthes, switzerland). A total of 27 patients (16 male and 11 female) with a mean age of 59.15 years (40-76 years) underwent conventional lp and were included for the control group. Regular outpatient follow-up was conducted at 3, 6, 12, and 24 months after surgery. The average follow-up time was 29.81 months (24-42 months) for modified group and 28.04 months (24-43 months) for control group. The following complications were reported as follows: control group 1 patient had infection in the superficial incision wound, which healed a week later. 1 patient presented with leakage of csf and recovered 2 weeks later after application of a pressure dressing. 6 patients had axial symptoms after operation. 3 patients showed c5 nerve root palsy after operation. Six months after surgery, the fusion rate of hinge side in the control group was 92.24% (107/116). Modified group 1 patient developed spinal epidural hematoma after operation, the patient underwent an emergency revision surgery. 2 patients had nonunion spinous processes during the follow-up, but both were found fused 2 years later after surgery. 2 patients had axial symptoms after operation. 2 patients showed c5 nerve root palsy after operation. Six months after surgery, the fusion rate of hinge side in the modified group at all segments was 93.22% (165/177). This report is for an unknown synthes screws. It captures adverse events of infection, leakage of csf, axial symptoms, c5 nerve root palsy, spinal epidural hematoma, revision surgery, nonunion spinous processes, and no fusion. This is report 2 of 2 for (B)(4).